Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. There was no event associated with the 10cm x 15cm bard composix mesh implanted on (B) (6) 2006.

Event description:
Attorney report: on (B) (6) 2005 - patient underwent ventral hernia repair surgery. Patient's hernia was repaired with a bard composix e/x mesh. On (B) (6) 2006 - patient presented with a recurrent incisional hernia. Patient's hernia was repaired using a 10cm x 15cm bard composix mesh. During the repair, a tear was noted in the bowel. On (B) (6) 2008 - patient again presented with an abdominal bulge. During exploratory laparotomy, he underwent extensive lysis of adhesions, the 2005 mesh was excised and replaced with a permacol mesh. Patient has suffered and will continue to suffer physical pain and mental anguish.